Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On october 14, olympus medical systems corp. (Omsc) received the literature "o-20 current status and ingenuity of erc for postoperatively reconstructed intestinal tract¿. The purpose of the literature was to examine the status and ingenuity of erc for postoperatively reconstructed intestinal tract. A colonoscope (pcf-h290tl) was used for cases in which the imported leg was judged to be short by preoperative CT compared to the billroth-ll method, and double-balloon endoscopy (non-olympus) was used for cases where it was difficult to reach or for the roux-en-y method. Roux-en-y method and billroth-ll method are one of the reconstruction methods. In the literature, it was reported 1 case of mild pancreatitis and 1 case of perforation of the small intestine. Emergency surgery was performed for the perforation. Based on the available information, a direct relationship between the olympus product and these complications could not be determined. However, 1 case of a perforation required an emergency surgery might be serious injury, and the olympus scope might be used when perforation occurred. This is the report regarding 1 case of a perforation required an emergency surgery.